Event description:
A peritoneal dialysis (pd) patient reported that the screen on the liberty select cycler was blank during treatment. Patient pressed the ok and stop keys and touched the screen, but the screen remained blank. The ok and stop keys made sound when pressed. Patient rebooted the liberty cycler before calling and was able to open the door and take the cassette out, but the screen stayed blank. Power cord is secure on both ends. This was the first time using the liberty cycler, this is an out of the box issue. The fresenius technical support representative advised to discontinue the use of this liberty select cycler and to inform the peritoneal dialysis nurse (pdrn) of the replacement. Patient does know how to perform capd/manuals and stated they will perform it. In a follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient has received the liberty cycler replacement and completed treatment the following day with it. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were not visual indications of dried fluid within the cassette compartment on the pump. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2411 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touchscreen test passed. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.